Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown. Product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they were allowed 4 boluses per day, and for the past couple of weeks, every single time they gave themselves a bolus, they had to redo it because it said something was interrupted and they needed to reconnect and get all their settings again. The patient stated that it took about 8 minutes from start to finish to do a bolus. The agent walked the patient through clearing the data and closing out of the application after which the patient confirmed that they were able to connect to their pump without the lag and stated that the connection disconnected quick now. The agent reviewed with the patient that the application was still running in the background and that was why they were getting the message to retrieve pump settings. It was noted that the patient understood the education and no further issues were reported at the time.